Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-55045). 1818910-2019-106233 is being retracted as it is a report duplication. Original MFR-( 1818910-2018-55045) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to femoral component loosening at an unknown interface. The surgeon noted extensive scarring as well as osteolysis along the posterior medial flange of the femur. Competitor cement was used during the primary operation. Doi: (B)(6) 2014. Dor: (B)(6) 2015, left knee.